Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the pump displays a code error 41622. There was no reported patient involvement.

Manufacturer narrative:
Corrected : health effect - impact code one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a flex cam sensor. The flex cam sensor was replaced. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.